Event description:
Reporter alleged blood glucose device readings were erratic and went to the emergency room (ER) to have glucose tested. Reporter stated meter read 265 mg/dl and ER measured 120 mg/dl performed 35 minutes apart. Reporter indicated no treatment was received and controls were used where level one was in range and level two was not provdied. A request was made for the return of the suspect device and replacement product was sent.